Event description:
Patient was in the hospital due to seizures. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patients generator was explanted. The explanted generator has not been received by the manufacturer to date.

Event description:
The nurse practitioner assessed that the increase in seizures was possibly due to vns low battery. The np did not know if the seizure rate was above, below, or at pre-vns baseline levels. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.